Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The caller was advised to contact customer service again if the problem reoccurs, and this advice was acknowledged and understood.